Event description:
(B)(4).

Event description:
It was reported the programmer is not calibrating the stylus. The pointer on the screen only moves across, no other direction. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed that the stylus was not able to calibrated. The stylus was not able to be calibrated due to the device giving a non-system disk error. It was also noted that the analog connection on the link electronic module (lem) board was out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.